Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose/protruded drive support disk. The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 16.0 mmol/l at the time of the incident. The customer stated that the pump was dropped and the dome label was damaged. The customer stated that they had trouble loading the cartridge and received no delivery alarm. The customer also received air bubbles in the reservoir. The product was returned for analysis.